Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0t65d, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that three electrodes had high out of range impedances that ranged from 30,000 to 40,000 ohms. Electrode zero was fine with impedances of 1031 ohms and was the one electrode that was used for therapy. Electrodes 1, 2 and 3 had the high out of range impedances. The electrode used for therapy was working, but the manufacturing representative and healthcare professional (hcp) suspected the issue may progress in the future and require an extension replacement. The hcp believed the lead was fine. During stage 1, the patient had one lead implanted. During stage two the patient had the implantable neurostimulator (ins) and two extensions implanted. One of the extensions was capped until the patient needed a second lead implanted. The high impedances were not noticed by the hcp until two weeks after the second lead was implanted. The hcp felt like the second set screw may not have been properly secured at the time of implant. No further action was required as the patient had great efficacy using electrode zero.